Manufacturer narrative:
Evaluation: customer returned one used sample. Visual inspection revealed that the female adapter was separated from the tubing due to an insufficient solvent seal.

Event description:
Account reports incident with pediatric pt in which tubing separated from female hub. Per account, "it appeared to be a clean cut." Device connected to peripheral IV and incident noted due to "pt bleeding out." No adverse pt outcome. Set change only intervention.